Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit is alarming and power button doesn't work. Upon follow up the unit's power switch alarm is not functional. The key failure is the on off switch has no alarm.